Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient had an arthritis checkup when they began experiencing a headache, vomiting, increased thirst and dry mouth. No bg was taken at that point. Their doctor recommended going to the ER and the spouse drove the patient to the ER. At admittance to ER on (B)(6) 2026 in the morning a bg was taken which was around 700 mg/dl bg vs a cgm reading of approximate 90 mg/dl. Both the sensor and infusion set were removed. The patient was treated with IV insulin and dialysis was done one while admitted in ER due to high potassium level. The patient was release from ER the next day (less than 24 hours) with a bg around 300 mg/dl. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 5/17/2026. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. No additional patient or event information is available.